Event description:
It was reported that a cartridge alarm occurred during the load process. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. The customer reverted to an alternate method of insulin therapy.